Event description:
It was reported that the patient experienced shocking or jolting sensation following an implant which was since 2009 and 2011. The 2009 implant was taken out 6 months after implant. The patient was not sure why they took this out. The patient later noted that the first one came out on its own and stopped working. The patient noted as it doesn¿t work, shocks the bladder, not helping and hurts when shocking bladder. The patient reports before first implant was placed the healthcare provider accidently hit bladder with needle. Since that time in 2009 the patient have had nothing but more problems. This was before and that¿s why she had implant placed. Additional information was requested but not available at the time of report. If additional information received, supplemental will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v263727, implanted: 2009 (B)(6), explanted: 2011 (B)(6); product type lead. (B)(4).